Manufacturer narrative:
Clinical investigation: a temporal association exists between the liberty cycler and the reported adverse event of a hiatal hernia, however, there is no documentation or evidence showing or indicating a causal relationship between the liberty cycler and the reported hiatal hernia. Additionally, there is no allegation against any fresenius devices and the adverse event. The patient was able to continue with peritoneal dialysis (pd) therapy. Additionally, increased intra-abdominal pressure associated with pd therapy is known to create or exacerbate pre-existing weaknesses in the supporting abdominal structures. A prior history of hernia and the placement of the pd catheter are risk factors for increased likelihood of hernia formation. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. As the serial number of the patient's cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released unless the labeling, material, and process controls are within specifications.

Event description:
A peritoneal dialysis (pd) patient underwent an endoscopy and colonoscopy which occurred on (B)(6) 2017. The chief complaint for the procedure was blood in the stool, and the pre-procedure diagnosis is listed as ¿melena history of colon polyps.¿ a review of the findings showed a small hiatal hernia. Per the patient¿s pd nurse, the patient never complained of any pain in relation to the hernia. The pd nurse stated that the hernia was unrelated to pd therapy or any fresenius devices and is unaware of any surgical or other interventions proposed to address the hernia. The patient has been able to continue with pd therapy with the cycler.